Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that call from lf reporting she fell out of her lift and needs to get a part. She says she called previously but was told that we don't provide parts. The fall happened when the caregiver was putting the sling on, then in the transfer into the chair as she got closer to her closet a piece of the sling slipped out of the spreader then she fell and hit her head on the floor. Ems and fire department were called and there was a hospital visit but that was a week later because she was dizzy and then her head started hurting. They did an MRI and also determined she had a lung infection. Complaint was entered into our system. The type of sling used was not reported and end user does not have joerns sling on her original order.